Event description:
It was reported that this right atrial (ra) lead exhibited low intrinsic amplitude measurement, and intermittent undersensing was observed on the presenting electrocardiogram. Boston scientific technical services (ts) checked that the patient had experienced 100% atrial fibrillation (af) since the last device check, and further recommendations were being made to optimize sensitivity at the next office visit. This ra lead remains in service. No adverse patient effects were reported.